Event description:
During use of the defibrillator during nursing skills lab, while turning on the defibrillator, a "default error 76" code appeared after the power on self-test (post). The defibrillator would allow no other user operation or changes. The defibrillator was removed from service for biomed repair. While awaiting evaluation in biomed another defibrillator exhibited the same "default error 76" message after post. Both were defibrillators sent to bme for evaluation and consult with manufacturer.